Event description:
The report received from the study indicated that approx twenty-five months after the index procedure, the pt was hospitalized due to a myocardial infarction (mi) requiring a percutaneous coronary intervention (pci). No relationship of the event to the device or procedure was available at the time of the report. No additional info regarding the event was available.

Manufacturer narrative:
The target lesion for the index procedure was the proximal right coronary artery (rca). The lesion was reported to be: 3.5 mm vessel diameter, 15 mm in length, not ostial, a total occlusion, not a bifurcation, smooth, a readily accessible proximal segment, concentric, smooth, and type b1. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 14 atm. A cypher 3.5 x 18 mm stent ( stent # 1) was implanted at 14 atm. A sub-optimal result was obtained. The stent was post dilated with a 3.5 x 20 mm balloon at 14 atm. A dissection was noted. An additional cypher 3.0 x 13 mm stent (stent #2) was implanted at 18 atm in overlapping fashion. A satisfactory result was obtained. The flow pre-procedure was timi 0 and timi 3 post procedure. Follow-up contacts with the pt through the one-year period indicated the pt had no angina and was following his medical regimen. Control angiography was done at the eighth-month follow -up period. The pt was discharged six days after the index procedure. No angina or silent ischemia was reported. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt. This is one of two product used during the same procedure. Please reference MFR report #9616099-2008-00459.